Event description:
Customer reported that the transmitter and charger were not functioning properly. Customer was unsure whether or not the transmitter was actually charging. Blood glucose level was 513 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.